Manufacturer narrative:
B3: unknown; no information has been provided to date. One device was received for analysis. The customers reported event could not be confirmed. It was found that there is no reason for the motherboard to be replaced. Visual inspection performed and found that the downstream occlusion (dso) seal was delaminated. The downstream occlusion seal was replaced and software updated.

Event description:
During the device analysis it was found that the downstream occlusion (dso) seal was delaminated. There was no patient involvement reported in the original notification.